Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe packaging, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While the foreign matter non-conformance was able to be confirmed with the received photo, the root cause of the foreign matter was not able to be determined as no physical samples were able to be investigated to determine the foreign matter type. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll 21x1in tw india had foreign matter on 133 occasions before use. The following information was provided by the initial reporter: deposition of dust found in packed ll 10 ml.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll 21x1in tw india had foreign matter on 133 occasions before use. The following information was provided by the initial reporter: deposition of dust found in packed ll 10 ml.